Manufacturer narrative:
Investigation summary: customer returned (2) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 6179818. Customer states that the stopper has ripples in its tip. Both returned syringes were examined and both exhibited a deformed stopper in the barrel. Samples will be forwarded to manufacturing ((B)(4)) on 06oct2017 for further review. CAPA (B)(4) has been opened to address this issue. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA (B)(4) has been opened to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the stoppers of a 0.3 ml 31g x 6mm bd ultra-fine¿ insulin syringe were found to have ripples in the tip preventing accurate insulin dosage. This was observed before use with no report of serious injury or medical interventions.